Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty in deflating the balloon. The balloon eventually deflated after leaving the syringe connected to the catheter for a long time. The catheter was removed and a test was done to see if there was difficulty in deflating it out of the patient and there was still difficulty.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The complaint will be reported via a summary report per exemption e19967042.

Event description:
It was reported that there was difficulty in deflating the balloon. The balloon eventually deflated after leaving the syringe connected to the catheter for a long time. The catheter was removed and a test was done to see if there was difficulty in deflating it out of the patient and there was still difficulty.